Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer continues to receive no delivery alarms. Customer stated that she knows her blood glucose levels are high but she does not function well in the morning and did not check. It was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer does rotate sites and avoids scar tissue. Customer states that the tubing is not bent or kinked. Customer was advised to avoid bending the tubing where it connects to the reservoir. It was explained that the strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer stated that she believes the issue is with the box of infusion sets. Customer will revert to manual injections until replacements arrive. Customer will be sent replacements. No additional information provided.